Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence. It was reported that post implantation patient experienced chronic pelvic and vaginal pain, urinary and vaginal infections, urinary incontinence, retention and leakage, physical pain and discomfort and psychological and emotional issues. It was reported that patient underwent take down of urethral sling due to erosion, urinary tract infections, urethral pain and urinary retention. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that following insertion the patient experienced severe pain during intercourse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 due to mesh erosion. No additional information was provided.